Event description:
It was reported that the patient's ipg was explanted and replaced with a competitor's device to address ineffective therapy on an unknown date in 2018.

Manufacturer narrative:
Date of event and date of explant are estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.